Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The patient's original sample was obtained at an ancillary site. The samples are li heparin plasma. The sample was normal in appearance and was aspirated from 2ml cup inserts within the primary tube. The sample was sent to customer product line support (cpls) for further testing, results are pending to date. Qc was within the customer's established ranges prior to and after the erroneous results. On (B)(4) 2011, a system check was performed and met specifications. No errors or result flags were generated during this event. Service was not dispatched since the questionable results were isolated to one patient's samples. The root cause for the erroneous result remains unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneous accutni results within the risk stratification range for one patient sample generated by access2 immunoassay analyzer. The erroneous results were reported out of the laboratory and the patient transferred to the ER. The subsequent sample was analyzed on an alternate unit and on an alternate method. The result from the alternate method was within normal reference range. The results obtained from the alternate access 2 were similar to the initial sample.